Event description:
Pt had a disc that bulged to the right side. Pt visited a chiropractor who treated her. The first 8 months was good. Subsequently pt was trapped with the device and the back hurt very badly when she went for the therapy. Visited the chiropractor who informed pt that the machine was made for taller people after nine visits of therapy. Pt finds it difficult to walk with herniated disc on left side and numbness too.